Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was hospitalized for peritonitis. The cause of the peritonitis event was unknown. Treatment for the event was not reported. On an unreported date, the patient was discharged from the hospital. The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).